Event description:
During a pta / stenting treatment procedure involving the superficial femoral artery, the sentinol biliary 7x39x1350 stent prematurely deployed while advancing over the guidewire outside of the patient's body. Consequently, the stent never entered the patient's body. Another stent was used and the procedure was successfully completed. No patient injuries or complications occurred. The patient status is reported as 'fine'.